Event description:
The field service representative (fsr) was told by the customer they had received questionable ion selective electrode (ise) sodium results on their integra 400 plus analyzer. The customer provided data for 76 patients, of which 23 had discrepant results reported outside the laboratory. On (B)(6) 2012, a client called the customer to question a patient's sodium result. The customer got suspicious, repeated all the samples from (B)(6) 2012, and had to issue corrected reports. The customer performed troubleshooting on the ise module before repeating samples, and believed the issue to be resolved. Repeat testing was performed on the original analyzer. Patient 1 had an initial sodium result of 134 mmol/l. The repeat result was 140 mmol/l. Patient 2 had an initial sodium result of 133 mmol/l. The repeat result was 139 mmol/l. Patient 3 had an initial sodium result of 133 mmol/l. The repeat result was 142 mmol/l. Patient 4 had an initial sodium result of 133 mmol/l. The repeat result was 140 mmol/l. Patient 5 had an initial sodium result of 132 mmol/l. The repeat result was 141 mmol/l. Patient 6 had an initial sodium result of 131 mmol/l. The repeat result was 137 mmol/l. Patient 7 had an initial sodium result of 132 mmol/l. The repeat result was 138 mmol/l. Patient 8 had an initial sodium result of 132 mmol/l. The repeat result was 139 mmol/l. Patient 9 had an initial sodium result of 133 mmol/l. The repeat result was 141 mmol/l. Patient 10 had an initial sodium result of 131 mmol/l. The repeat result was 140 mmol/l. Patient 11 had an initial sodium result of 132 mmol/l. The repeat result was 140 mmol/l. Patient 12 had an initial sodium result of 132 mmol/l. The repeat result was 140 mmol/l. Patient 13 had an initial sodium result of 134 mmol/l. The repeat result was 141 mmol/l. Patient 14 had an initial sodium result of 133 mmol/l. The repeat result was 139 mmol/l. Patient 15 had an initial sodium result of 134 mmol/l. The repeat result was 143 mmol/l. Patient 16 had an initial sodium result of 133 mmol/l. The repeat result was 142 mmol/l. Patient 17 had an initial sodium result of 134 mmol/l. The repeat result was 141 mmol/l. Patient 18 had an initial sodium result of 131 mmol/l. The repeat result was 139 mmol/l. Patient 19 had an initial sodium result of 134 mmol/l. The repeat result was 142 mmol/l. Patient 20 had an initial sodium result of 131 mmol/l. The repeat result was 138 mmol/l. Patient 21 had an initial sodium result of 130 mmol/l. The repeat result was 138 mmol/l. Patient 22 had an initial sodium result of 134 mmol/l. The repeat result was 140 mmol/l. Patient 23 had an initial sodium result of 133 mmol/l. The repeat result was 140 mmol/l. To the customer's knowledge, none of the patients were treated based on the erroneous sodium results. The sodium electrode lot number and expiration date was not provided. The customer declined a service visit believing the troubleshooting had corrected the problem and the fsr had serviced the ise unit on (B)(4) 2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.